Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. The log files contained approximately 27 days of data combined ((B)(6)2021 ¿ (B)(6) 2021 per the timestamp). The log files captured no external power and low voltage hazard alarms due to a temporary loss of ac power while connected to the mpu on (B)(6) 2021 from 23:34:57 to 23:35:01. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log files. The mpu was not returned for evaluation. Multiple requests were made to obtain additional event information (such as if the mpu will be returning for evaluation, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event); however, no response was received. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) alarmed for a no external power.